Manufacturer narrative:
The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. The adhesive peel test passed within specification and reflected excellent bonding capability. Based on the results, it was concluded there were no adhesive discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrodes would not adhere properly to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.